Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results. (B)(4).

Event description:
It was reported that the surgeon was performing the procedure and during the drilling, the drill bit broke inside of the patient's tibia. Postoperative fluoro and x-rays show the retained broken drill bit.

Event description:
This event occurred during an open reduction internal fixation with fluoroscopic-aided. Surgeon does not believe that a revision surgery is needed.